Manufacturer narrative:
Section a: patient age and weight were not provided. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and the patient's outcome could not be conclusively established through this evaluation. (B)(6) was not returned for evaluation. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, introduction, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away on (B)(6) 2019.